Event description:
It was reported that during an unspecified treatment procedure the balloon catheter became stuck on the guide wire. The physician attempted to advance the 4.0 x 20mm sterling balloon catheter onto a 0.018 thruway guide wire and the device became stuck on the guide wire. The sterling balloon and guide wire were removed from the patient as a unit. The balloon was then successfully removed from the guide wire. No issue was noted with the guide wire. The procedure was completed with this wire and the sterling balloon was exchanged out to another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an over-the-wire (otw) sterling balloon catheter with no original packaging. The guide wire used in the procedure was not returned for analysis. Dried contrast was present in the distal shaft of the device. Visual and microscopic examination revealed a shaft kink located approximately 24.5cm from the tip. Examination of the material surrounding the kink did not reveal any evidence of material or manufacturing deficiencies that could have contributed to the damage. The inner diameter (ID) of the tip and wire exit notch was measured and met specifications. A 0.018" guide wire was advanced through the wire lumen with no issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified treatment procedure the balloon catheter became stuck on the guide wire. The physician attempted to advance the 4.0 x 20mm sterling balloon catheter onto a 0.018 thruway guide wire and the device became stuck on the guide wire. The sterling balloon and guide wire were removed from the patient as a unit. The balloon was then successfully removed from the guide wire. No issue was noted with the guide wire. The procedure was completed with this wire and the sterling balloon was exchanged out to another of the same device. No patient complications were reported and the patient's status is ok.